Event description:
As reported: "the screwdriver tip was damaged during screw removal.the surgeon visually and radiographically confirmed that there was no remaining of the damaged material in the body."

Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.

Event description:
As reported: "the screwdriver tip was damaged during screw removal.the surgeon visually and radiographically confirmed that there was no remaining of the damaged material in the body."

Manufacturer narrative:
The reported event could be confirmed, since the device was returned on (B)(6) 2022 for evaluation and matches the reported failure mode. The device inspection revealed the following: the received screwdriver bit shows signs of normal and prolonged usage however its tip is found to be broken. The breakage surface shows signs of slight rotational deformation/waves. Absence of plastic deformation and presence of an uneven breakage indicates that the breakage was instantaneous due to high torsional and bending overload. However, it cannot be excluded that residual stress from previous usage may have also contributed in the breakage. Due to the nature of the returned device, a functional inspection was not possible. The dimensional inspection of the returned screwdriver was done in which critical diameter was measured. The device was within specifications. Furthermore, a hardness test according to rockwell on the returned item indicates the material being in accordance to the values in the material specification. Based on the above investigation, the root cause of the failure is user related. The breakage of the tip happened due to a combination of torsional and bending overload during the surgery. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed.